Event description:
It was reported that during a robotic assisted right colon resection that the device was loaded with a blue load to create the "pants leg" anastomosis. Device fired perfectly with no bleeding on the staple line when checked. The common opening was closed with a v-loc suture. Two days post op the patient presented with bleeding from the anastomosis. Patient received two units of blood. Per the surgeon the patient is ok now. Unknown if patient was discharged.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the post-op bleeding identified?. How many days post-operative was the bleeding identified?. What was the total estimated blood loss (ml)?. How was the bleeding addressed?. What was the pre and post-operative anti-coagulant and pain management protocol?. Was the bleeding intraluminal or extraluminal?. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Patient began getting sick, throwing up blood. How many days postoperative was the bleeding identified? 1-2 days post op . What was the total estimated blood loss (ml)? Unknown. How was the bleeding addressed? Patient was given 2 units of blood, bleeding stopped after 3 days. What was the pre and postoperative anti-coagulant and pain management protocol? Not known. Was the bleeding intraluminal or extraluminal? Intraluminal.